Event description:
The customer discovered questionable thyrotropin (tsh) results for two patients from the cobas e601 analyzer serial number (B)(4) when the results were compared to the result from an architect analyzer. Patient sample 1 initial result was 7.40 uiu/ml with a data flag. The repeat result on (B)(6) 2014 was 7.01 uiu/ml. The sample was tested on an architect analyzer and the result was 5.3397 uiu/ml. Patient sample 2 was from a (B)(6) year old male. The initial result on (B)(6) 2014 was 3.61 uiu/ml. The repeat result on (B)(6) 2014 was 3.45 uiu/ml. The sample was tested on an architect analyzer and the result was 2.4542 uiu/ml. The results from the cobas e601 analyzer were reported outside the laboratory. The physician asked for the samples to be repeated by another method. The patients were not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Based on method comparisons and external quality surveys, tsh values by the roche method are in general higher than the abbott method. This is due to variations of the testing procedure and the makeup of the assay. Differences in single tsh results could be due to variations in the tsh glycosylation patterns due to common pathophysiological states. Product labeling instructs customers to investigate the transferability of the expected values to their own patient population and if necessary, determine their own reference ranges.

Manufacturer narrative:
Samples from the patients were submitted for further investigation and the customer's results with the roche reagent were reproduced. The samples were also tested on an abbott architect analyzer. For patient 1, both the roche result and the architect result were found to be above the reference range. For patient 2, both the roche result and the architect result were within the reference range. Based on these results a general reagent issue could be excluded.